Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: nov 4, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed three parts of an iol (one part missing). Viscoelastic residue was observed on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, not further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's right eye as there was refractive miss and patient complained of blurry vision. Another johnson & johnson lens (same model 18.0 diopter) was placed as the replacement and patient was doing good post-operation. There was no vitrectomy, incision enlargement, or sutures required. No further information was available.